Event description:
(B)(4). I had essure placed (B)(6) 2012. Since that time my periods have been horrible. Bleeding extremely heavy with clots and very bad cramping. In (B)(6) 2014, I experienced 4 months of bleeding. When I finally stopped bleeding, I was still cramping all the time. I also noticed that I was bloated all the time too, no matter what I ate or drank. I started having headaches that would come with my periods and last the whole time my period did. Sex was painful. Then, (B)(6) 2015 I stopped having a period for about 4 months. The cramping and bloating and headaches all remained even though I was not having a period. I now have all these symptoms everyday.